Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending artery. The lesion was pre-dilated with an unknown 2.0mm balloon. The physician advanced the 2.5x16mm taxus liberte' drug eluting stent to the lesion, but could not cross. When the device was removed from the body, the physician noted the proximal edge of the stent was lifted. The procedure was completed with a 1.5mm rotalink and another taxus liberte' stent. No patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
A visual and microscopic examination identified damage to the proximal section of the stent. The proximal stent strut rows 1 to 3 from the edge were misaligned. A visual and microscopic examination identified one kink 20.4cm from the catheter's strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing reports were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited, due to anatomical/procedural factors.